Manufacturer narrative:
The device catalog number and serial number were identified. A visual and functional inspection was performed by a stryker field service technician. It was found that the fastener no longer supports cot operations during loading/unloading due to the trolley coil sensor being broken/damaged and the trolley rod end assembly being broken/damaged. The issue was resolved by replacing the trolley secondary coil and the rod end assembly.

Event description:
It was reported that the load system will die and not support the stretcher correctly, several times almost throwing a patient off. There was patient involvement, but no serious injury, adverse consequence, or clinically relevant delay in treatment was reported.

Event description:
It was reported that the load system will die and not support the stretcher correctly, several times almost throwing a patient off. There was patient involvement, but no serious injury, adverse consequence, or clinically relevant delay in treatment was reported.